Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's display and internal battery was observed. The device was scrapped per manufacturer's protocol.